Event description:
After the customer converted to a new lot and working dilution of reagent and control, several false positive rh mistypes on the analyzer were reported. Historical reviews and subsequent manual testing revealed that the donors were rh negative.